Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose was 103 mg/dl. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self test was performed and it was failed. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 found in the device history file due to software error. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.